Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion surgery for l4 degenerative spondylolisthesis at l4-l5 on (B)(6) 2015. Post-op, spondylolisthesis was observed again due to loosening of 2 screws at l4 and cage dislocation. The patient complained of neurological symptom and back pain. Revision surgery was performed to add screw at l3 and replaced with bigger screws at l4. The surgeon removed two cages and performed posterior lumbar interbody fusion surgery again on (B)(6) 2015. The revision surgery took time around 4 hours including replacement of cage.the surgeon commented that screw was unstable due to bone being weak and fixation of cage at first was bad.